Event description:
The user reported that during a laparoscopic procedure, the pt experienced subcutaneous emphysema with a "puffy face" after reverse trendelenburg positioning. The pt was able to be extubated in the recovery area but required a prolonged hospital stay.